Manufacturer narrative:
E1: telephone number (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. 4 months post operation, during transcatheter valve replacement screening a single leaflet device attachment (slda) was detected. Patient had massive secondary tricuspid regurgitation (tr) with dense chords affecting the grasping area and the eustachian ridge made it harder to maneuver the device during the procedure. During the procedure, there were some procedural challenges such as poor tee windows, challenging visualization as there was shadowing from the pascal. The device was implanted in a-s (a: anterior/ s: septal ) position in 2-8 orientation, when implanted tr decreased to mild. Once the slda happened, tr increased to massive. Patient was in stable condition and considered for transcatheter valve replacement, but was deemed unsuitable due to annulus too large.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests anatomical and imaging factors likely contributed to the event. As per information received, the patient presented dense chords affecting grasping area and as well as the eustachian ridge making more difficult the maneuvering. Likewise, challenging imaging due to the shadowing from a pascal and poor tee window was also reported. All these factors may have difficulted the device maneuvering and optimal device positioning, and grasping area, increasing the risk of an slda. Since no edwards defect was identified, corrective or preventative actions are not required.